Event description:
Customer reported that she had unexplained high blood glucose and her insulin pump do not seem to be working. Troubleshooting was performed, and the insulin pump failed the high-pressure test twice. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test and was unable to prime during the prime test due to a faulty force sensor. The motor passed motor test. Unable to perform the occlusion test due to prime anomaly. The device was received with cracked battery tube threads, reservoir tube, reservoir tube lip, minor scratched display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.